Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found a puncture in the sample line that connects the differential mixing chamber and flow cell. The fse replaced the sample line connecting the differential mixing chamber to the flow cell, resolving the leak. The fse replaced the retic sample line as a preventative measure. Following the repair, the fse verified the instrument was performing within specifications. Failure mode of the leak was related to a puncture in the sample line that connects the differential mixing chamber to the flow cell. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that less than 30 ml of a diluent and blood mixture leaked near the flow cell in the coulter lh 780 hematology analyzer. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat, gloves and eyewear at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. The customer re-ran and reported patient samples on a different instrument in the laboratory. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.